Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The stryker technician provided the serial number of the device. Section d4 and h4 have been updated accordingly. The technician performed an evaluation of the customer¿s device and was able to verify the reported issue. A charge-pak kit replacement was provided to the customer to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.